Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive up and down buttons due to unlocked/lcd keypad connector. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and the insulin pump received motor error. The customer¿s blood glucose level was 425 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer reported that the keypad was not responding. The customer reported that the time clock was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.